Event description:
It was reported that the handpiece ran without user activation during a routine equipment evaluation at the user facility. There was no patient involvement, and no user injury or adverse consequences were alleged.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.